Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that, the customer had high blood glucose of 483 mg/dl and also reported that, the belt clip was broken. The customer was unable to troubleshoot the high blood glucose because pump has been lost. The device is expected to be returned for analysis.